Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked connector on the returned drainage catheter was confirmed, but the root cause of the damage is unknown. One 8fr locking pigtail drainage catheter was returned for investigation. The product appeared to be used. A red colored residue was found on the connector and rubber seal. The rubber seal had been retracted from the indent. The string extending from the indent was curled. The drainage tubing extended to the pigtail and appeared to be complete. The white luer lock connector was cracked. A microscopic examination of the luer adaptor showed a jagged fracture line. The fracture extended 1.0cm from the proximal end of the luer adaptor. Additional cracks were observed within the luer adaptor. No damage was noted to the threads at the proximal end of the connector. It was reported that catheter had been in place for 2 days before the crack was noted. While the damage reportedly occurred during use, the exact cause of the cracked material was not determined. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of gfay3121 showed five other similar product complaints from this lot number.

Event description:
It was reported that user had to change a navarre 8f catheter a couple of day post insertion due to a crack in the hub. No patient harm was reported. This reported addresses catheter one.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of gfay3121 showed five other similar product complaints from this lot number. Device not returned, at this time.

Event description:
It was reported that user had to change a navarre 8f catheter a couple of day post insertion due to a crack in the hub. No patient harm was reported. This reported addresses catheter one.